Event description:
The dr discovered a fold on the balloon and tried to draw a vacuum three times. The intra-aortic balloon was connected to the pump and when the dr tried to inflate the balloon, a leak was noted. On 8/21/98, the following info was reported: before the intra-aortic balloon was inserted, it was noted that the balloon was kinked. The dr tried to connect the balloon to the pump and inflate the intra-aortic balloon. Then, a leak was noted. (Event complications: none from the event - reported 8/20/98, 8/21/98.) (Pt's current status: on intra aortic balloon-pump-reported 8/21/98)